Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age and ethnicity underwent primary breast augmentation with a unknown size unknown saline implant and was presented with unknown side breast implant deflation. The patient underwent bilateral explantation and replacement on (B)(6) 2010 with catalog number 3502325; serial number (B)(4) on the right side and catalog number 3502325; serial number (B)(4) on the left side.